Manufacturer narrative:
The device was received and evaluated. Attempts to retrieve data from the pod were unsuccessful, so the hazard alarm could not be confirmed, and whether the pod struggled to deliver insulin could not be determined. Corrosion was noted on the pcb and batteries in the pod. Cracks were found on the top housing, but no leaks were found inside the pod. It could not be determined when these cracks occurred. The exact cause of the leak could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 18 mmol/l (324 mg/dl). Father reported a pod alarm when trying to increase the temporary basal by 95%, after two corrections. The patient treated the hyperglycemia by changing the pod and giving a bolus. The pod was worn longer than 48 hours on the abdomen.